Event description:
On (B)(6), 2014 the lay user/patient in USA contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 132 mg/dl, 138 mg/dl, 177 mg/dl and 67 mg/dl on the reported meter within 20 minutes. The patient did not experience any symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. However, as the issue was not resolved with troubleshooting and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (06/26/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.